Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible on the distal shaft, consistent with handling. The stent implant was stationary on the tightly folded balloon between the markers. The first two rows of the proximal end of the stent implant were mangled. The struts were not broken as reported. The proximal balloon shoulder was wrinkled. There were multiple kinks in the proximal end of the hypotube. There were two kinks in the bayonet, at the proximal end of the guide wire exit notch and 2 mm proximal to it. The distal edge of the soft tip was jagged. Since this damage was not reported in the incident information, the kinks and tip damage may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The proximal measurements were not taken due to the mangled struts. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was moderately calcified, which likely contributed to the failure to advance, stent damage and wrinkled balloon, as there was no damage noted to the stent or balloon prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of interaction between the mounted stent and the tip of the guiding catheter and/or rotating hemostatic valve during retraction of the device. Additionally, it was reported force was applied as the stent delivery system (sds) encountered resistance in the lesion. It should be noted the promus instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. To help ensure this type of event is not the result of a product deficiency, all sds are visually inspected online for stent damage, including at the point that the protective sheath is placed over the balloon. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. The reported difficulties appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Event description:
Subsequent to filing the initial medwatch additional information was received. During the attempt to advance the promus stent delivery system, great resistance was met. Force was applied to advance the device, resulting in the distal stent strut damage.

Event description:
It was reported during an attempt to treat the lesion site in the proximal diagonal artery the proximal stent struts of the promus rx became torn. The damage prevented the stent delivery system from advancing to the lesion site. No adverse patient effects were reported. No additional information was provided.